Event description:
It was reported that during an unknown procedure, the doctor could not return the knife after third stroke. It is unknown how the procedure was completed. No consequence to patient was reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device opened from the tissue? Asku. On what tissue type was the device used? At what location on the tissue? Jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4-5 th. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Damaged closure trigger top the device was received for analysis in good visual condition and without a reload present. After further analysis, the clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. The device was disassembled to verify internal components; the closure trigger top was found broken, this is consistent with applying a large prying force on the closure trigger handle in the opening direction. The shaft was removed from the handle and the firing and returning function of the knife was verified as functional. It should be noted that if the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Please reference instructions for use for additional information. The batch record was reviewed and no anomalies were noted during the manufacturing process.